Manufacturer narrative:
(B)(4). Batch # p55w5t. The picture shows a gold reload from the top view with the sled detached. No drivers or staples can be seen up. Based on the condition noted on the reload the event described is confirmed. Please refer to device analysis for full analysis details. Device analysis: the analysis results showed that one ecr45d reload was received with the one piece sled detached and unfired making it nonfunctional. Although no conclusion could be reached on why the one piece sled is detached, it should be noted that each cartridge reload is 100% inspected through an automated vision system to ensure that the one piece sled is present prior to shipment. A manufacturing record evaluation was performed for the finished device batch number p55w5t, and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported that during the left superior lobectomy surgery, could not fire. Changed the new one to complete surgery. After removed the reload, the sled fell off. There was no patient consequence reported. No additional information can be provided.